Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Unit had cracked battery tube threads, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that reservoir compartment was cracked. The customer¿s blood glucose level was unknown. The customer stated that the reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The device will be returned for analysis.